Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "pin broke inside the pin driver. Unable to take the broken pin inside the pin driver." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation of " 950502071, hp power pin driver" revealed that the pin driver is not broken, however, there is a pin broken inside the driver. Also, the evidence provided was not sufficient to confirm the reported event of jammed or seized. Functionality issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the hp power pin driver would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that during a procedure the pin broke inside the pin driver. Unable to take the broken pin inside the pin driver. Used another set. There was no surgical delay. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.